Event description:
(B)(4). On (B)(4) 2014, dale medical received a copy of the noted MDR from the FDA stating the noted facility reported that the dale ace connector was leaking during tube feeding with a pool of tube feeds on his lap. On the same day, dale medical received an incident report from our direct customer for the same incident.

Manufacturer narrative:
On (B)(4) 2015, as directed by our customer, we contacted (B)(6). (B)(6) confirmed that the device in question was not available for review. Through general questioning, we found that they have been using the dale ace connector very successfully for 2-3 years. Their protocol is to change the ace connector daily along with the rest of the feeding sets. They were using a kangaroo e-pump and doboff tube on the patient. She indicated that the clinician was out of the room, but when they returned, the patient was found with the noted condition. Through questioning, it was noted that the clinician cleaned up the feeds and flushed the lines with 100-200 ml of fluid, and with no leakage noted from the ace connector. The ace connector was changed anyway as a precaution. In further conversation, (B)(6) noted that there was another incident with an ace connector that appeared to be leaking and with the same clinician. Without having the device to evaluate, our conclusion is that one of the interconnections must have backed out slightly causing the fluid to leak out. When the connections were reestablished and the device was flushed, there were no leaks noted, indicating that the device was not at fault. Further, the fact that there was a second similar event with the same clinician indicates that there could be an issue with the method used by the clinician for establishing interconnections when using the dale ace connector.